Event description:
Patient presented back to the physician with pain at the chest incision site. Physician brought the patient into the operating room and, on examination, discharge was noted at the chest incision, consistent with a suture abscess. There were no signs of infection. A chest wound exploration was performed, and the physician re-sutured the ipg securely and closed the incision.

Event description:
Patient presented to the physician with redness and swelling at the ipg chest incision site. Physician prescribed two rounds of antibiotics.